Event description:
Subsequent to the previously filed medwatch, additional information received: the patient was not symptomatic and did not receive additional medication due to the clip detachment from the leaflet. There was no tissue damage. The mitral regurgitation grade increased to 3-4. Hospitalization was not extended. Despite the clip detachment, the patient was clinically stable. Per the physician, the cause of the clip detachment was not known and the gastrointestinal bleeding was not related to the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it remained attached to one leaflet; therefore, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda/incomplete coaptation incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda leading to incomplete coaptation may be influenced by the morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that this was a second mitraclip procedure performed on this patient and that the patient was readmitted to the hospital for gastrointestinal bleeding. During examination, it was found that the clip had detached from one leaflet. The physician reported that the cause for the slda was not known, and the gastrointestinal bleeding was not related to the mitraclip. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that the patient had an increased mr grade due to the detachment of the second clip. The patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures.

Event description:
This event is being filed as the implanted clip (10271575/29) detached from one leaflet. The detachment of the clip from the leaflet has the potential to cause or contribute to patient injury. It was reported on (B)(6) 2014, the patient underwent a second mitraclip procedure and one clip (10271575/29) was implanted reducing the functional mitral regurgitation grade from 3-4 to 2. On (B)(6) 2014, the patient had been hospitalized for gastrointestinal bleeding and during examination, the clip was found to have detached from one leaflet. No further mitraclip procedures are planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip (x1). (B)(4): patient information pending. The mitraclip remains implanted on one leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.